Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury. Article: kostov, h., larsson, p.g, roste, g.k. "Is vagus nerve stimulation a treatment option for patients with drug-resistance idiopathic generalized epilepsy?" Acta neurologica scandinavia 2007:115, pp. 55-58.

Event description:
It was reported to the MFR in an article reviewed, that a vns pt in the study had to be re-operated due to complications from surgery (assuming implant surgery) due to an unspecified lead problem. Attempts have been made with the physician to obtain add'l info, but have been unsuccessful to date.